Event description:
The MFR received info alleging a "service required" alarm condition occurred on a ventilator. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, errors related to the oxygen blender were found in the ventilator's downloaded error log. The device's oxygen blender board was replaced to address the issue.